Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead revision procedure of a pacemaker dependent patient, there was no lv output when the leads were connected to the device. Patient was on temporary pacemaker during surgery. Physician checked everything and re-connected the leads but there was no lv output. Patient experienced asystole during procedure and was stimulated from psa. Device was explanted and replaced. There was no adverse event to the patient. Patient was fine and recovering.

Manufacturer narrative:
The reported field event of output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.